Manufacturer narrative:
This report is late due to a retrospective review of complaint records. We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the gantry speed increased in the opposite direction during a pre-programmed motion (ppm). This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
During a clinical study, the customer reported that the gantry unexpectedly rotated in the opposite direction when a pre-programmed motion (ppm) was selected. The philips remote service engineer (rse) discussed the sequence of events with the customer (via phone call) regarding the reported issue. The customer stated to the rse that they successfully used the emergency stop (e-stop) button to stop the motion. There was no patient or operator injury. The uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The operator is expected to watch the system and the patient during gantry motion; they are likely to detect the reverse gantry rotation, and then press an e-stop button or a collision sensor to stop the motion. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.